Manufacturer narrative:
The technician found the brake casters are worn. The device referenced in this report is over 12 months old and according to the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the stretcher still rolls after the brake steer pedal has been put into the brake position. The stretcher is located in the facilities basement. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).